Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited post-paced t-wave oversensing. Unknown if any intervention was performed.

Event description:
New information received indicated that programming changes were made to address post-paced t-wave oversensing. There were no adverse health consequences, the patient was stable.